Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, no alerts on the g6 follow application was reported. The patient's guardian stated that due to an outage of the dexcom share dns provider, the dexcom share function was not available. They stated that the patient was asleep while they experienced a hypoglycemic event. The patient is hypo-unaware and it was determined that at the time of event, the patient's guardian did not notice that the follower function was disabled. He stated that there were no alerts or warnings of hypoglycemia on the dexcom and identified the hypoglycemic event when reviewing the data history. No data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.